Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a software error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump error occurred during the weekend. The customer stated that the time and date had to be adjusted and insulin active was reset. The customer was unsure if it worked fine. The customer was assisted with the pump's safety checks. The customer stated that an error was found on the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The formatted history file analysis confirmed the pump error 53 due to a software error. The pump was received with minor scratches on the lcd window and case.